Manufacturer narrative:
Product ID: 3998, lot# lb4916, implanted: (B)(6) 2003, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the manufacturer representative was seeing >4000 ohms on some of the bipolar pairs. The values on the first impedance measurement were 600-1200 ohms and the rest were ¿???¿. The representative increased the voltage to 6.5v and reran the impedance measurement and then all the values were ¿???¿. The test was rerun at 3v, 450 microseconds and the values were all still ¿???¿. They reran at 3v and 210 microseconds and then most pairs with 4 were >4000. Pair 3 and 4 was ¿?¿, pair 6 and 7 was ¿?¿, 12 was 733 ohms, 2 was 2012 ohms, 3 was >4,000 ohms, 5 was 2012 ohms, 3 and 5 was 3,030 ohms, 3 and 6 was 3 ,030 ohms, 3 and 7 was 3,030 ohms, 1 and 5 was 733 ohms, 1 and 4 was > 4,000 ohms, and 1 and 3 was 3,030 ohms. The patient was running at 10.5v to get stimulation at the time of the report. It was unknown when the stimulation change occurred for the patient. It had been a year since the patient was interrogated with the clinician programmer. They were planning to change out the stimulator. It was further reported that the patient was scheduled to have their device replaced on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information stated the patient's battery was successfully replaced.

Event description:
It was further reported that the patient's replacement was delayed so that the patient could get an x-ray to confirm the placement of the leads. The x-ray review and replacement surgery re-scheduling was scheduled for (B)(6) 2014. It was further reported that the patient's replacement surgery was scheduled for (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.